Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("experiencing abnormal and excessive bleeding during menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), weight abnormal ("weight problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge") and rash ("rashes"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, depression, weight abnormal, fatigue, nausea, alopecia, migraine, dyspareunia, abdominal pain lower, vaginal discharge and rash outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, rash, vaginal discharge and weight abnormal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('some of the fragments were in my muscle tissue/the shorter segments contain portion! Of disrupted. Lightly coiled metallic wiring. With one of the smaller fragments displaying a partially attached'), pelvic pain ('pain/ pelvic pain'), heavy menstrual bleeding ('experiencing abnormal and excessive bleeding duririg menstruation/ menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)/ heavy clotting/ excessive bleeding with clots') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding with clots') in a 44-year-old female patient who had essure inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included iron deficiency anemia. Concurrent conditions included gallbladder operation since (B)(6) 2016, obesity, pain in joint and perineal pain. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), colecalciferol (cholecalciferol), cyclobenzaprine, ibuprofen, lansoprazole (prevacid), lisinopril, naproxen (naprosyn) and ranitidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression/ psych injury related to essure"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes/ hormonal changes describe: mood swings") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), libido decreased ("low libido") and rash erythematous ("rashes or skin conditions type: rashes in reddish colour"). In (B)(6) 2011, the patient experienced gastritis ("gi conditions/ gastritis/ gastrointestinal or digestive system condition type: gastritis"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmennorhea (cramping)/ chronic, dysmenorrhea (cramping)"), vision blurred ("vision problems/ blurred vision") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), 8 months 9 days after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/ blood or heart disorder/condition type: anemia"). In (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). In (B)(6) 2015, the patient experienced haemorrhoids ("hemorrhoids"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti/ recurring urinary tract infections"). On (B)(6) 2016, the patient experienced gallbladder disorder ("gallbladder disease"). In (B)(6) 2018, the patient experienced herpes virus infection ("herpes infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problems"), headache ("headaches"), hypersensitivity ("allergic or hypersensitivity reaction type: inflammation, due to allergic reaction") with inflammation, abdominal pain upper ("stomach pain"), gastrooesophageal reflux disease ("gastroesophageal reflux disease/ gerd"), vulvovaginal rash ("rashes or skin conditions type: rashes vaginal area") and abdominal distension ("bloating") and was found to have weight abnormal ("weight problems"). The patient was treated with betamethasone dipropionate (protocort) and surgery (bilateral salpingectomy, endometrial ablation, bilateral salpingectomy and cholescystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, heavy menstrual bleeding, depression, weight abnormal, fatigue, nausea, alopecia, dyspareunia, abdominal pain lower, dysmenorrhoea, abdominal pain, back pain, female sexual dysfunction, gastritis, vision blurred, weight increased, iron deficiency anaemia, intermenstrual bleeding, allergy to metals, bladder disorder, vaginal infection, urinary tract disorder, tooth disorder, mood swings, headache, libido decreased, hypersensitivity, herpes virus infection, anxiety, abdominal pain upper, gastrooesophageal reflux disease, haemorrhoids, vulvovaginal rash, rash erythematous, hypertension, gallbladder disorder and abdominal distension outcome was unknown, the vaginal haemorrhage and migraine was resolving and the vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, gastritis, gastrooesophageal reflux disease, haemorrhoids, headache, heavy menstrual bleeding, herpes virus infection, hypersensitivity, hypertension, intermenstrual bleeding, iron deficiency anaemia, libido decreased, migraine, mood swings, nausea, pelvic pain, rash erythematous, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal rash, weight abnormal and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2019. Current weight 190 lbs. The palntiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, apareunia, menorrhagia, depression, skin disorder, rash, urinary tract infection, vaginal discharge, migraine, gastrointestinal disorder, vision blurred, weight increased, anaemia, gastritis, alopecia, vaginal infection, bladder disorder, urinary tract disorder, dental problems .,hormonal changes. The device was in good position with 4- trailing coils on the left side. A similar fashion was used on the opposite side with 3 trailing coils on the right side diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.99 kgs. Ultrasound abdomen - on (B)(6) 2016: 1. Mild diffuse fatty infiltration of the liver. 2. The patient is status post cholecystectomy. 3. The pancreas was sub optimally visualized due to overlying bowel gas.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : hemorrhoids, iron deficiency anemia, hypertension, gerd, abdominal pain, menorrhagia, anxiety, depression, weight gain, abdominal distension, urinary tract infection, upper abdominal pain, lower abdominal pain, lower abdominal pain, pelvic pain, gallbladder disease, gastritis, back pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("experiencing abnormal and excessive bleeding duririg menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), depression ("depression"), weight abnormal ("weight problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge") and rash ("rashes"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, depression, weight abnormal, fatigue, nausea, alopecia, migraine, dyspareunia, abdominal pain lower, vaginal discharge and rash outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge and weight abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jun-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('some of the fragments were in my muscle tissue'), pelvic pain ('pain/ pelvic pain'), menorrhagia ('experiencing abnormal and excessive bleeding duririg menstruation/ menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)/ heavy clotting/ excessive bleeding with clots') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding with clots') in a 44-year-old female patient who had essure inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included gallbladder operation since (B)(6) 2016, obesity, pain in joint and perineal pain. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), colecalciferol (cholecalciferol), cyclobenzaprine, ibuprofen, lansoprazole (prevacid), lisinopril, naproxen (naprosyn) and ranitidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression/ psych injury related to essure"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes/ hormonal changes describe: mood swings") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced libido decreased ("low libido") and rash erythematous ("rashes or skin conditions type: rashes in reddish colour"). In (B)(6) 2011, the patient experienced gastritis ("gi conditions/ gastritis/ gastrointestinal or digestive system condition type: gastritis"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmennorhea (cramping)/ chronic, dysmenorrhea (cramping)"), vision blurred ("vision problems/ blurred vision") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), 8 months 9 days after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/ blood or heart disorder/condition type: anemia"). In (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). In (B)(6) 2015, the patient experienced haemorrhoids ("hemorrhoids"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti/ recurring urinary tract infections"). On (B)(6) 2016, the patient experienced gallbladder disorder ("gallbladder disease"). In (B)(6) 2018, the patient experienced herpes virus infection ("herpes infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problems"), headache ("headaches"), hypersensitivity ("allergic or hypersensitivity reaction type: inflammation, due to allergic reaction") with inflammation, abdominal pain upper ("stomach pain"), gastrooesophageal reflux disease ("gastroesophageal reflux disease/ gerd"), vulvovaginal rash ("rashes or skin conditions type: rashes vaginal area") and abdominal distension ("bloating") and was found to have weight abnormal ("weight problems"). The patient was treated with betamethasone dipropionate (protocort) and surgery (bilateral salpingectomy, endometrial ablation, bilateral salpingectomy and cholescystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, menorrhagia, depression, weight abnormal, fatigue, nausea, alopecia, dyspareunia, abdominal pain lower, dysmenorrhoea, abdominal pain, back pain, female sexual dysfunction, gastritis, vision blurred, weight increased, iron deficiency anaemia, metrorrhagia, allergy to metals, bladder disorder, vaginal infection, urinary tract disorder, tooth disorder, mood swings, headache, libido decreased, hypersensitivity, herpes virus infection, anxiety, abdominal pain upper, gastrooesophageal reflux disease, haemorrhoids, vulvovaginal rash, rash erythematous, hypertension, gallbladder disorder and abdominal distension outcome was unknown, the vaginal haemorrhage and migraine was resolving and the vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, gastritis, gastrooesophageal reflux disease, haemorrhoids, headache, herpes virus infection, hypersensitivity, hypertension, iron deficiency anaemia, libido decreased, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, rash erythematous, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal rash, weight abnormal and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2019. Current weight 190 lbs. The palntiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, apareunia, menorrhagia, depression, skin disorder, rash, urinary tract infection, vaginal discharge, migraine, gastrointestinal disorder, vision blurred, weight increased, anaemia, gastritis, alopecia, vaginal infection, bladder disorder, urinary tract disorder, dental problems .,hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.99 kgs. Ultrasound abdomen - on (B)(6) 2016: 1. Mild diffuse fatty infiltration of the liver. 2. The patient is status post cholecystectomy. 3. The pancreas was sub optimally visualized due to overlying bowel gas. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : hemorrhoids, iron deficiency anemia, hypertension, gerd, abdominal pain, menorrhagia, anxiety, depression, weight gain, abdominal distension, urinary tract infection, upper abdominal pain, lower abdominal pain, lower abdominal pain, pelvic pain, gallbladder disease, gastritis, back pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow up 2, 3 and 4 processed together. Plaintiff fact sheet received : reporter information, patient details, product indication updated. Removal date updated. Events added- dysmenorrhoea, abdominal pain, back pain, female sexual dysfunction, skin disorder, urinary tract infection, vision blurred, weight increased, gastritis, device monitoring procedure not performed. On (B)(6) 2019: follow up 2, 3 and 4 processed together. Plaintiff fact sheet received : events added- metrorrhagia, iron deficiency anaemia, allergy to metals, vaginal infection, bladder disorder, urinary tract disorder, tooth disorder, headache. On (B)(6) 2019: follow up 2, 3 and 4 processed together. Plaintiff fact sheet and medical records received : reporter information, patient details updated. Event added- mood swings, libido decreased, vaginal haemorrhage, hypersensitivity, inflammation, herpes virus infection, anxiety, abdominal pain upper, gastrooesophageal reflux disease, haemorrhoids, vulvovaginal rash, rash erythematous clubbed with event rash and skin disorder, hypertension, gallbladder disorder, abdominal distension. Severity of pelvic pain, abdominal pain, back pain, abdominal pain upper updated. Outcome of events ¿ vaginal bleeding, migraine¿ updated to recovering/ resolving. Outcome of events ¿vaginal discharge, urinary tract infection¿ updated to recovered/resolved. Event onset dates updated. Treatment and concomitant products added. Lab data added. Concomitant conditions added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('some of the fragments were in my muscle tissue'), pelvic pain ('pain/ pelvic pain'), menorrhagia ('experiencing abnormal and excessive bleeding duririg menstruation/ menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)/ heavy clotting/ excessive bleeding with clots') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding with clots') in a 44-year-old female patient who had essure inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included gallbladder operation since (B)(6) 2016, obesity, pain in joint and perineal pain. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), colecalciferol (cholecalciferol), cyclobenzaprine, ibuprofen, lansoprazole (prevacid), lisinopril, naproxen (naprosyn) and ranitidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression/ psych injury related to essure"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes/ hormonal changes describe: mood swings") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced libido decreased ("low libido") and rash erythematous ("rashes or skin conditions type: rashes in reddish colour"). In (B)(6) 2011, the patient experienced gastritis ("gi conditions/ gastritis/ gastrointestinal or digestive system condition type: gastritis"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmennorhea (cramping)/ chronic, dysmenorrhea (cramping)"), vision blurred ("vision problems/ blurred vision") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), 8 months 9 days after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/ blood or heart disorder/condition type: anemia"). In (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). In (B)(6) 2015, the patient experienced haemorrhoids ("hemorrhoids"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti/ recurring urinary tract infections"). On (B)(6) 2016, the patient experienced gallbladder disorder ("gallbladder disease"). In (B)(6) 2018, the patient experienced herpes virus infection ("herpes infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problems"), headache ("headaches"), hypersensitivity ("allergic or hypersensitivity reaction type: inflammation, due to allergic reaction") with inflammation, abdominal pain upper ("stomach pain"), gastrooesophageal reflux disease ("gastroesophageal reflux disease/ gerd"), vulvovaginal rash ("rashes or skin conditions type: rashes vaginal area") and abdominal distension ("bloating") and was found to have weight abnormal ("weight problems"). The patient was treated with betamethasone dipropionate (protocort) and surgery (bilateral salpingectomy, endometrial ablation, bilateral salpingectomy and cholescystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, menorrhagia, depression, weight abnormal, fatigue, nausea, alopecia, dyspareunia, abdominal pain lower, dysmenorrhoea, abdominal pain, back pain, female sexual dysfunction, gastritis, vision blurred, weight increased, iron deficiency anaemia, metrorrhagia, allergy to metals, bladder disorder, vaginal infection, urinary tract disorder, tooth disorder, mood swings, headache, libido decreased, hypersensitivity, herpes virus infection, anxiety, abdominal pain upper, gastrooesophageal reflux disease, haemorrhoids, vulvovaginal rash, rash erythematous, hypertension, gallbladder disorder and abdominal distension outcome was unknown, the vaginal haemorrhage and migraine was resolving and the vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, gastritis, gastrooesophageal reflux disease, haemorrhoids, headache, herpes virus infection, hypersensitivity, hypertension, iron deficiency anaemia, libido decreased, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, rash erythematous, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal rash, weight abnormal and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date-(B)(6) 2019. Current weight 190 lbs. The palntiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, apareunia, menorrhagia, depression, skin disorder, rash, urinary tract infection, vaginal discharge, migraine, gastrointestinal disorder, vision blurred, weight increased, anaemia, gastritis, alopecia, vaginal infection, bladder disorder, urinary tract disorder, dental problems, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.99 kgs. Ultrasound abdomen - on (B)(6) 2016: 1. Mild diffuse fatty infiltration of the liver. 2. The patient is status post cholecystectomy. 3. The pancreas was sub optimally visualized due to overlying bowel gas. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : hemorrhoids, iron deficiency anemia, hypertension, gerd, abdominal pain, menorrhagia, anxiety, depression, weight gain, abdominal distension, urinary tract infection, upper abdominal pain, lower abdominal pain, lower abdominal pain, pelvic pain, gallbladder disease, gastritis, back pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.